Event description:
Closure device failure following heart catheterization. Temporarily unable to remove device from patient. Unable to obtain hemostasis once device was removed. Dr. Consulted surgery and pt was taken to operating room (or) for femoral artery repair.